Manufacturer narrative:
This report is being filed to provide the implant and explant date.

Event description:
It was reported that this patient was seen for a normal follow and the device battery showed one year remaining. The patient was booked for a device explant. The day of the device explant interrogation of the device showed a safety mode message and premature battery depletion was alleged. The device was explanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this patient was seen for a normal follow and the device battery showed one year remaining. The patient was booked for a device explant. The day of the device explant interrogation of the device showed a safety mode message and premature battery depletion was alleged. The device was returned. No adverse patient effects were reported.

Event description:
It was reported that this patient was seen for a normal follow and the device battery showed one year remaining. The patient was booked for a device explant. The day of the device explant interrogation of the device showed a safety mode message and premature battery depletion was alleged. The device was explanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was seen for a normal follow and the device battery showed one year remaining. The patient was booked for a device explant. The day of the device explant interrogation of the device showed a safety mode message and premature battery depletion was alleged. The device was explanted and was expected to be returned. No adverse patient effects were reported.